Event description:
It was reported that during a device check prior to a device upgrade procedure, this pacemaker system exhibited oversensing and pacing inhibition on the right ventricular (rv) channel. It was noted there were one second pauses with myopotential movements. These pauses were not able to be reproduced with arm pushing and movements. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.